Manufacturer narrative:
Pump passed the self test and displacement test. Hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to broken trace. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.